Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while attempting to implant a 12.6mm vticm5_12.6 implantable collamer lens, -8.0/+1.0/083 (sphere/cylinder/axis) into the patient's right eye (od), it was torn. Reportedly the lens got stuck between the plunger and cartridge wall which was the cause of the lens damage. This occurred on (B)(6) 2021 and there was patient contact with the lens but it was not fully implanted. On (B)(6) 2021 an alternate lens was successfully implanted and the problem is resolved. No patient injury is reported.